Event description:
It was reported that this artificial urinary sphincter stopped functioning after almost eight years of use. It was explanted and replaced. No additional adverse patient effects were reported.